Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) due to a charge time of 21 seconds, while at a battery monitoring voltage of 2.57 v. The device has been implanted for approximately 59 months.

Manufacturer narrative:
No adverse patient effects have been reported as a result of this observation, and current records suggest that this device remains in service at this time. This event will be updated if any additional information becomes available.

Event description:
--

Manufacturer narrative:
Subsequently, this device was explanted and returned for analysis. Upon receipt at boston scientific's (B)(4) laboratory, the device was thoroughly inspected and analyzed. An engineering level longevity prediction calculation was used to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range. Battery consumption was compared to actual clinical usage and a normal current condition was verified. Next, a series of diagnostic tests were conducted to verify the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction and functionally passing all returned product testing, we have concluded that this device experienced normal battery depletion.